Manufacturer narrative:
The customer did not provide patient weight. All system parameters, including access accutni+3 quality control, access accutni+3 calibration and system check, were within assay and instrument specifications. The access accutni+3 reagent pack was not returned for evaluation. In conclusion, the cause of the non-reproducible access accutni+3 results cannot be determined with the available information..

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) results for one (1) patient on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer stated the first blood draw from the patient gave a negative access accutni+3 result. The customer stated the second blood draw from the patient gave an elevated access accutni+3 result, above the normal reference range of the assay. The customer stated there was insufficient sample to perform repeat testing. The customer stated a third blood draw was obtained from the patient and the access accutni+3 result was within the normal reference range of the assay. There was report of change in patient treatment associated with this event as the customer stated the patient was admitted to the hospital. Access accutni+3 quality control (qc), access accutni+3 calibration and system check were within assay specifications. The patient samples are collected in lithium heparin gel separator tubes. Samples are centrifuged at 4000 times gravity for five (5) minutes. No issues with sample integrity were reported by the customer.